Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the inability to implant the lead was due to patient anatomy and there was no allegations of malfunction. The patient was discharged the following day.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the lv lead was unable to be implanted. The lead was not used.